Event description:
A customer contacted beckman coulter, inc. (Bci), regarding erroneously elevated troponin (accu tni) results generated by the synchron lx I 725 instrument. Pt a and b samples were tested for accu tni and results were 0.91ng/ml and 1.75ng/ml respectively. The original samples were retested and two results of 0.03ng/ml were obtained for pt a and 0.05ng/ml for pt b. It is unclear which results were reported out of the lab. Per customer update, at least one pt was admitted to the hospital due to erroneous accu tni results that were reported. No death, injury, or change to pt treatment occurred as a result of this event.

Manufacturer narrative:
Qc was within specifications before the event. Two of the three levels of qc in 2008, were out of 2 sd's. Two system checks performed the same day, passed within specifications. The specimens were collected in lithium heparin bd tubes with gel separator and centrifuged at 3,000 rpm for 10 minutes. Per customer, the samples appeared normal. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse replaced a luminometer due to a spill that had shorted out the attached cable. The fse replaced a transducer because it was operating at half of the stated specifications. Hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.